Manufacturer narrative:
Add'l info has been requested and if received will be reported on a supplemental report.

Event description:
A sales rep, reported an event that occurred during a surgical procedure, the surgeon performed a surgical procedure for osteosynthesis due to tibial fracture, during the procedure, he experienced some difficulties in assembling the product involved. The ring didn't tighten. The surgeon completed the procedure with a competitor product. No adverse consequences reported.